Event description:
It was reported that the patient's controller had a small kink in one of the power cords so the controller was exchanged. The backup controller that replaced the primary appeared to be damaged. While that controller did deliver power, it not recognize the black power cable and alerted "no external power" when the white power cord was unplugged. The patient was put back on the primary controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm when the white power cable was disconnected was confirmed via log file analysis. The heartmate ii system controller (serial #: (B)(6) ) was returned for analysis, a log file was downloaded for review, and a log file was downloaded from the returned system controller. The submitted and downloaded log files contained overlapping events spanning approximately 20 days ((B)(6) 2021 per timestamp). Events occurring prior to 20jan2021 are not related to the reported event. Beginning on (B)(6) 2021 at 09:35:44 until (B)(6) 2021 at 10:15:26 there were no external power alarms that activated when the white power cable was disconnected. The backup battery provided power during these events. These alarms cleared when the white power cable was reconnected. There were no other notable alarms in the log file. Pump operation was not affected. During initial preliminary testing the reported event was reproduced when the white power cable was disconnected. During further preliminary testing the internal backup battery of the controller was reseated, and the reported event of the controller alarming for no external power when one cable was disconnected was not reproduced again. The system controller passed all stages of functional testing and was able to operate on a mock loop for an extended duration with no issues. Although the root cause of the reported event was unable to be conclusively determined in this analysis, observations during testing indicated that the connection of the backup battery may have contributed to the reported alarm. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.